Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the package plastic was cracked and the sterility compromised. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #l92l5g. The device was returned inside its package; the package was returned partially open. Upon visual inspection, it was observed that the blister was broken at one of the corners. In addition, the blister had a dent that suggests that the package was hit with a hard surface. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release the information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history records were reviewed with no anomalies noted during the manufacturing process.